Manufacturer narrative:
The subject complaint does not meet the definition of a complaint. The subject medical device, s/n (B)(4), is a demo unit. It remains under control of zimmer biomet and is not use for surgeries. Therefore, no further investigation will be performed as part of this complaint and a non-conformity was raised to investigate the reported issue.

Manufacturer narrative:
The optical distance sensor and calibration plate of device (B)(4) have not been evaluated yet for investigation purpose. Once the evaluation will be performed a follow-up medwatch report will be submitted.

Event description:
During demonstrations, the optical distance sensor had difficulty to pass the initial calibration phase and the calibration plate appeared warped.